Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 38 mg/dl. Customer was treated with intravenous fluids of saline, glucose paste and consumed carbohydrates to address the bg. Customer was discharged from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.